Manufacturer narrative:
Updated.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 72mg/dl resulting in the customer fainting. Emergency medical services (ems) was called due to the customer fainting. However, the customer declined to provide additional information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.